Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resets) was investigated. As received, the battery charger was resetting and would not charge the test battery packs. Upon evaluation, there was contamination on the battery board and a flash memory failure at bga components u102 and u105 on the computer / analog (ca) board 54051142_revk. The cause of the resets and inability to charge the battery packs is the contamination and flash memory failure. The root cause of the contamination is liquid ingress of an unknown contaminant. The root cause for the flash memory failure could not be positively identified. The root cause of the resets and inability to charge the battery packs cannot be distinguished between the contamination and flash memory failure. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it was resetting.